Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the septum. After each cartridge leaking event, the customer continued to use the cartridge and did not load a new cartridge. The customer's blood glucose (bg) level ranged from 200 mg/dl to 250 mg/dl. The bg level was addressed with corrections via pump therapy.